Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process, and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this failure mode. The device was not returned and images were not provided. The complaint investigation is inconclusive for filter limb detachment and migration. However, based on the available information, the definitive root cause for this event is unknown. On the drf, no additional action and/or corrective action is required at this time. The current IFU (instructions for use) states: warnings/ potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgment due to large clot burdens.

Event description:
It was reported that several days after vena cava filter implant, the patient felt ill and presented to the ER, where it was determined he was in stage IV kidney failure, and migration of the filter was discovered. Approximately two weeks later during an attempt to remove the filter, the filter broke into several pieces. Some of the detached pieces were retrieved and some remain in the patient. The current status of the patient is unknown.